Event description:
A report was received that during a permanent implant procedure, the patient's dura was torn. The physician performed a blood patch and the procedure was finished. The patient did not receive a headache and was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.